Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 1013.2mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. A volume discrepancy was reported. The erv (expected reservoir volume) was 14.4cc's and the arv (actual reservoir volume) was 18.2cc's. The company representative was called to the case today and there was a report of under-infusion, the reporter stated that it was "an under-dosing issue or something" but then stated it was under-infusion. The pump was being replaced today. The reporter did not know for certain if there were previous reservoir volume discrepancies but thought there may possibly have been some. There were no patient symptoms reported.

Event description:
Additional information was received from a healthcare provider via a company representative. No troubleshooting was done at the time of the replacement. The doctor did not want to aspirate the catheter. The will see how the new pump functions.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found gear train anomalies of shaft wear and a stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.